Event description:
The customer requested that the system be checked out. During functional test, enough liquid oexygen leaked from the cracked flow indicator to potentially cause a serious injury if this malfunction were to recur. Co's service tech also reported that the connecting tubes appeared to have been melted and were mixed, the vent valve leaked, and the bezel was cracked. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action has been implemented which removed the flow indicator from units manufactured after april 5, 1995.